Event description:
It was reported that the patient was experiencing chest pain with device stimulation. The pt was programmed off and x-rays were taken and sent to the MFR for review. During review of the x-rays, a gross lead discontinuity was visualized below the anchor tether. Good faith attempts to obtain add'l info from the pt's neurologist have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.